Event description:
The manufacturer received a voluntary medwatch (mw5108101) alleging a ventilator caused double pneumonia, sepsis, kidney failure and an infection in the nose. The patient was hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received a voluntary medwatch (mw5108101) alleging a ventilator caused double pneumonia, sepsis, kidney failure and an infection in the nose. The patient was hospitalized. Repeated attempts for additional information or to have the device returned for evaluation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging ventilator caused double pneumonia, sepsis, kidney failure and an infection in the nose was hospitalized. Related to trology ventilator's sound abatement foam. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on jan 21, 2025, and section h10 should be reported as: the manufacturer received a voluntary medwatch (mw5108101) alleging a ventilator caused double pneumonia, sepsis, kidney failure and an infection in the nose. The patient was hospitalized. Related to trology ventilator's sound abatement foam section b2 was corrected to death. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury. To death. Section h6 was corrected and updated.

Manufacturer narrative:
Additional information was received on apr 25, 2025 and section h11 should be reported as: the manufacturer received a voluntary medwatch (mw5108101) alleging a ventilator caused double pneumonia, sepsis, kidney failure and an infection in the nose. The patient was hospitalized.related to trology ventilator's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, the manufacturer observed no foreign particles were observed in the outlet filter. The vent was bench tested which showed the software version, the clock setting and internal battery build date failed testing specs. The clock setting and battery build date were expected as the ventilator had taken a while to arrive to the manufacturer's product investigation laboratory and be investigated. The vent was taken apart. No contamination was observed in the air flow path. In this report, section d9, h3, h6 has been updated.